Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing. No changes were reported. There were no patient consequences.

Event description:
New information received notes the patient presented with inappropriate shock due to oversensing noise on the right ventricular (rv) lead. Programming changes were made but the rv lead was ultimately capped and replaced in a procedure on 1 nov 2024. There were no patient consequences.